Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: comp-(B)(4).

Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) stated that a glidewell ht implant failed. On (B)(6) 2025, a 35 year old, male patient presented for implant placement on tooth position #14. During implant placement, the implant fell off. On (B)(6) 2026, the patient returned for examination and it was reported that the abutment felt loose. The doctor determined that the implant lacked primary stability and the reported device was explanted on (B)(6) 2026. The implant site was not infected and there was no permanent patient injury. The patient is currently "waiting to do implant".